Event description:
The tube was found to be broken off at the scoop on the (B)(6) day after placement. The broken tip remains in the pt.

Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). In order to duplicate a similar break more than 5lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.